Manufacturer narrative:
Patient information was not available at the time of this report but has been requested. The computer was swapped per RMA and suspect computer was returned to the manufacturer for evaluation. Initial test showed fan on vgc not functioning. System passed all testing after blowing dust out of chassis and was found to be fully functional. No impact on patient outcome reported.

Event description:
A medtronic representative reported that the system froze twice today during an ent procedure. The system worked properly after the second reboot and the case was completed using the system. There was no patient impact associated with this complaint.